Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six years post initial surgery due to pain, pseudotumor, and neurological symptomology that was attributed to the metal corrosion that was found during revision of the femoral head and neck.

Manufacturer narrative:
(B)(4). Concomitant medical products: acetabular cluster hole shell: catalog 00-5360-000-51 / lot 61761259, durasul insert: catalog 00-4376-032-51 / lot 61828395, ml taper stem: catalog 00-7711-004-10 / lot 60765898. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six years post initial surgery due to pain, elevated ion levels, metallosis, corrosion, and a pseudotumor. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The received additional information does not change the conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which indicated patient was revised due to pseudotumor. The trunnion and head bore showed evidence of early macc (mechanically assisted crevice corrosion). Pseudocapsule and hypertrophic tissue identified and debrided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.